Manufacturer narrative:
The reported failure of the significant event test step is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging the significant event log verification test step had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at third-party service center, the third-party service technician observed the error code, internal battery not detected, therapy held in boot monitor, and soft power fail, in the device's error log. The third-party service technician further evaluated and determined the system printed circuit assembly (pca) had caused the issue to occur on the device. In conclusion, the system pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. The system pca was replaced to address another error code, drift debug, that was observed on the device's error log. This was unrelated to the reportable issue. The device passed all final testing.